Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high shock impedance. It was noted the system impedance at implant was 120-150 ohms during a defibrillation threshold (dft) test which was successful. Technical services (ts) was consulted, noting a gradual increase in shock impedance consistent with a slight system migration / weight changes since implant. Recently, the shock impedance has been trending between 140-200 ohms. There have been no episodes stored; therefore, the efficacy of the system has not been evaluated since implant. Troubleshooting recommendations were discussed. No adverse patient effects were reported. This s-ICD remains in service. Additional information: x-ray images were sent to ts for further review, who noted although they don't show the entire system in ap, it seems the device is located in an anterior position versus medial or posterior as recommended. Furthermore, there is quite space between the device and the chest, pointing towards potential fat tissue and not fascial position. As the shock vector is not clearly visible, ts recommended verifying it with x-rays and, if possible, checking if there are changes in the device position compared to implant. Additional information: this patient underwent a revision procedure, and the physician decided to deepen the pocket and make it intramuscular. The box was changed as requested by the physician. After this step, the impedance dropped to 165 ohms. After a scope check, it was decided to redo the tunneling and also replace the electrode. At the end of the procedure, the impedance was 100 ohms. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high shock impedance. It was noted the system impedance at implant was 120-150 ohms during a defibrillation threshold (dft) test which was successful. Technical services (ts) was consulted, noting a gradual increase in shock impedance consistent with a slight system migration / weight changes since implant. Recently, the shock impedance has been trending between 140-200 ohms. There have been no episodes stored; therefore, the efficacy of the system has not been evaluated since implant. Troubleshooting recommendations were discussed. No adverse patient effects were reported. This s-ICD remains in service. Additional information: x-ray images were sent to ts for further review, who noted although they don't show the entire system in ap, it seems the device is located in an anterior position versus medial or posterior as recommended. Furthermore, there is quite space between the device and the chest, pointing towards potential fat tissue and not fascial position. As the shock vector is not clearly visible, ts recommended verifying it with x-rays and, if possible, checking if there are changes in the device position compared to implant. Additional information: this patient underwent a revision procedure, and the physician decided to deepen the pocket and make it intramuscular. The box was changed as requested by the physician. After this step, the impedance dropped to 165 ohms. After a scope check, it was decided to redo the tunneling and also replace the electrode. At the end of the procedure, the impedance was 100 ohms. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of shock impedance high within normal limits is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The s-ICD is not expected to be returned; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This s-ICD has not been returned to boston scientific. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.